Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose over 22.2 mmol/l (299.6 mg/dl) while wearing the pod for less than 24 hours. Hyperglycemia did not resolve despite bolus corrections. When the pod was removed from the infusion site (arm) the cannula appeared bent. Details regarding treatment were not reported.